Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Pneumonia is a known complication of a peg tube/j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The procedure went well and the patient was sent home. Later that day, she was hospitalized due to intolerable pain. A chest x-ray was performed which diagnosed pneumonia. The doctor was unsure if the pneumonia was aspiration pneumonia as a result of the procedure or if it was a pre-existing bacterial pneumonia. The patient was treated with unknown antibiotics for both types. The patient has not started duopa medication yet. On (B)(6) 2017, the patient was discharged from the hospital.

Manufacturer narrative:
Reference record (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.